Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the pump and transmitter regained connection. No additional patient information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the pump and transmitter regained connection.